Event description:
A power-on-reset (por) condition was reported. The por code was 0x400. It was noted that the patient used an electric blanket while sleeping. The por appeared to occur during the evening as the patient woke up with a return of symptoms and a por message on his implantable neurostimulator. The por was cleared with a physician programmer and all programming was intact. The manufacturer representative turned stimulation back on and the patient was doing fine.

Manufacturer narrative:
Lead model 3389s-40, lot# v333547, implanted: (B)(6) 2009, explanted: unknown; lead model 3389s-40, lot# v337831, implanted: (B)(6) 2009, explanted: unknown; extension model 37085-60, (B)(4), implanted: (B)(6) 2009, explanted: unknown; extension model 37085-60, (B)(4), implanted: (B)(6) 2009, explanted: unknown.